Event description:
It was reported that stent damage occurred. After unpacking of a 7.0mmx19mmx150cm express vascular sd stent, it was found that the stent was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. After unpacking of a 7.0mmx19mmx150cm express vascular sd stent, it was found that the stent was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the express vascular sd stented balloon was returned to boston scientific for analysis. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination showed no damage. Microscopic examination showed no kinks in the stents. No kinks or damage was found on the device.

Event description:
It was reported that stent damage occurred. After unpacking of a 7.0mmx19mmx150cm express vascular sd stent, it was found that the stent was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.